Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump was continuously vibrating. The battery was removed and reinserted; however, the pump continued to vibrate without stopping. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump was powered on and exercised with appropriate vibratory alerts emitted. The complaint of continuous vibration was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump casing was cracked near the display.